Event description:
It was reported to philips that the device experienced a charge button failure. There was no patient involvement.

Manufacturer narrative:
Complaint evaluation: the customer called and spoke with a philips representative. The reported issue was confirmed and it was determined that the processor pca needed to be replaced to return the device to working condition. Customer resolution and conclusion: upon conclusion of the evaluation, it was determined that this was a malfunction of the processor pca. The processor pca was ordered and later replaced by the customer to resolve the reported issue. The device remains at the customer site and no further evaluation is required at this time.